Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported: patient underwent right internal carotid (aci) aneurysm treatment procedure with initial plan of putting fred flow diversion stent to treat mentioned aneurysm. First 6f sheath was introduced in right femoral artery after which they tried to place the guiding catheter in the right aci, but during the attempt to place the said catheter in the right aci, it broke multiple times, after which they were unable to pull it out through the placed 6f sheath. After that, the catheter and 6f sheath were removed together from the right femoral artery. After that, 6f sheath was introduced in right femoral artery again, after which the following setup was used: 90cm sheath (put through catheter) and support catheter 115cm. Through the mentioned setup, 156cm microcatheter, was over the guidewire introduced in right aci. Then through the microcatheter, fred stent was introduced. With a classical technique, deployment of stent was tried, but after second attempt of deployment (one re-sheathing), "cigar shape opening" of stent was discovered so for the safety of patient fred stent was removed. Procedure was finished. The aneurysm remained open. Additional information received: the case is not yet complete, as the procedure was interrupted due to problems with opening the flow diverter stent. Regarding the comment "broke multiple times," the catheter was bent several times with no detachment. The catheter was pulled out together with the 6f sheath, because it could not be pulled out through the sheath. No other devices were used to pull out the catheter. Patient is doing well and recovering from the treatment without any new neurological deficit.

Event description:
As reported: patient underwent right internal carotid (aci) aneurysm treatment procedure with initial plan of putting fred flow diversion stent to treat mentioned aneurysm. First 6f sheath was introduced in right femoral artery after which they tried to place the guiding catheter in the right aci, but during the attempt to place the said catheter in the right aci, it broke multiple times, after which they were unable to pull it out through the placed 6f sheath. After that, the catheter and 6f sheath were removed together from the right femoral artery. After that, 6f sheath was introduced in right femoral artery again, after which the following setup was used: 90cm sheath (put through catheter) and support catheter 115cm. Through the mentioned setup, 156cm microcatheter, was over the guidewire introduced in right aci. Then through the microcatheter, fred stent was introduced. With a classical technique, deployment of stent was tried, but after second attempt of deployment (one re-sheathing), "cigar shape opening" of stent was discovered so for the safety of patient fred stent was removed. Procedure was finished. The aneurysm remained open. Additional information received: the case is not yet complete, as the procedure was interrupted due to problems with opening the flow diverter stent. Regarding the comment "broke multiple times," the catheter was bent several times with no detachment. The catheter was pulled out together with the 6f sheath, because it could not be pulled out through the sheath. No other devices were used to pull out the catheter. Patient is doing well and recovering from the treatment without any new neurological deficit.

Manufacturer narrative:
The investigation found the stent returned deformed at the middle section, which is consistent with the alleged product issue. Residual tissue was observed in the deformed section of the stent. However, the stent was able to fully open after the residual tissue was cleaned during the investigation. The stent was able to successfully advance through an in-house microcatheter and fully open upon deployment during the investigation. The microcatheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.